Event description:
My three-year-old was recently diagnosed with type one diabetes. We are using your syringes to administer insulin. It appears the zero mark on your syringes is not actually at zero administering a greater dose than what it should. As a typical dose for her is only half of a unit, it appears as your syringe is actually delivering close to double that amount, even when the plunger is set exactly on the half unit mark.

Manufacturer narrative:
Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.